Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative via a healthcare provider (hcp) stated that the patient's weight was 196 lbs. It was also reported that this event was initially reported to the company rep from the hcp's physician assistant. It was further reported that in regards to the volume discrepancy during the refill, the hcp performed a back table prime and didn¿t troubleshoot or replace the catheter. It was also reported that the cause of ¿patient has felt minimal pain relief for a long time¿ was not determined specifically. The issue was not resolved at the time of this report. The company representative was going to call the patient and try to decide if they were going to fix/replace the catheter, or remove the entire system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 2 mg/ml at 1.08 mg/day via an implantable pump for non-malignant pain. The company representative (rep) stated the patient came in for a refill today and 4ccs was expected but 18.5ccs was aspirated. The company rep stated there was no motor stall logged and no alerts/messages in logs. Technical services confirmed programming was all correct on programmer. Technical services discussed dye study to check patency on catheter. The company rep stated the patient is not symptomatic but also the patient has felt minimal pain relief for a long time.